Event description:
It was reported that the insulin pump alarmed button error while trying to deliver a bolus. Blood glucose value is 236 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarms were noted. However, the pump had no button response due to corroded keypad traces. The pump also had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window, and a cracked case near the display window corners.